Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient started antibiotic treatment with unspecified intravenous antibiotics (dose, frequency not reported) and vancomycin (intraperitoneally, further details were not reported) for peritonitis. Six days later, the patient was discharged from the hospital. Antibiotic treatment continued for six more days then discontinued. The cause of the peritonitis was unknown. In the same month, the patient recovered from the peritonitis. Pd therapy was ongoing with treatment. No additional information is available.